Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was fully expanded, and the distal tip opened as designed. There was curvature of the sheath shaft. There was a puncture/tear approximately 0.8 inches from the distal strain relief for approximately 0.6 inches in length. There was a kink approximately 1.5 inches from the distal tip. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided, and the following was observed: the patient's right access vessel had presence of tortuosity, calcification, and undersized vessel diameters. The required minimum luminal diameter for use of 14f esheath+ is greater than or equal to 5.5mm. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported event for difficulty introducing the sheath was been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting or advancing the sheath. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event for difficulty advancing through sheath and sheath punctured were confirmed. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) and or procedural factors (device manipulation) likely contributed to the event. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath (puncture), liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, resistance was felt during insertion of the esheath+ into the patient. However, they were able to proceed. Per report, the vessel were narrow, and the operator had to push the 26mm commander delivery system forcefully to get past the narrow area in the common femoral artery. After successful deployment of the valve, the operator removed the 14fr esheath+, and the esheath+ was noted to be torn. Per report, the operator felt that even though our CT didn't show calcium in the common femoral artery area that maybe the sheath was hitting in a area that may have made the sheath buckle (not kink) enough to create a sheer force of energy that made this area of the outer covering tear.

Manufacturer narrative:
Investigation is still ongoing.